Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062912. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection is a known complication of a peg tube placement. A buried bumper is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2021, the patient experienced stoma site inflammation, discharge / secretions, hypergranulation, with germs on the stoma. On (B)(6) 2021, the patient's tube was unable to be mobilized. On (B)(6) 2021, the patient was hospitalized due to a suspected buried bumper. The patient was treated with unspecified oral antibiotics due to the germs on the soma. A buried bumper was then diagnosed and the tubing was replaced. On (B)(6) 2021, the patient was discharged from the hospital.